Event description:
It was reported that the device low power and svc warning indicators were displayed and the device failed to turn on. There was no report of pt use related to the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause of the reported problem was determined to be due to failure of a voltage regulator ic, u31. A replacement device was provided to the customer.